Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s display screen was shattered, rendering the device unusable; a replacement device was provided and the original was returned. Symptoms included hyperglycemia with a reported blood glucose of 223 mg/dl and no acute complications. Outcomes included the need for device replacement with continued diabetes management using backup therapy as directed. Investigation included review of the customer¿s report and retrieval of the damaged device for assessment. Investigation of this case revealed external physical damage to the screen consistent with impact-related breakage, leading to loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.